Event description:
It was reported that the patient was having alarms on wall power on (B)(6) 2025 at 2am. The patient's flows were and so they switched to battery power to stop the alarm but the was still there. The patient was feeling fine. The patient was told to drink some extra water. The next day, everything went back to normal, with a flow. The patient came into clinic so the log files could be downloaded. An x-ray was used on the wire, and an orange grounded cable was given to use in the meantime. Log files were submitted from data back from (B)(6) 2025. From the x-ray images, it was seen that there was some wear on the external portion of the driveline. The log files also captured constant low flow events in the early morning of 24oct2025 at 0154 and continued for until around 0300. The lower flows appeared to be patient related and not ventricular assist device (vad) related as there were no low speed or pump off events noted. It was assumed that a cosmetic repair was needed to be performed. The driveline damage did not seem to be worsened from the last time (cs-214249). The low flow alarms were identified to be caused due to insufficient fluid intake. The low flow alarms resolved the patient increased their fluid intake. There were no symptoms observed at the time of the low flows. It was said the patient had their driveline repaired due to extensive external cosmetic damage to the silicone jacket and the percutaneous lead.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
An onsite cosmetic driveline repair on (B)(6) 2025. The entire external portion of the lead was replaced with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photos showed a portion of the external driveline. The outer jacket appeared to have damage and bunching in several areas. Additionally, some areas of the driveline appeared to be covered in tape. Several x-ray images were also submitted for review. The submitted x-rays indicated some potential wear on the external driveline. The submitted log file contained events from 03oct2025 through 23oct2025. No notable events or alarms associated with the driveline were captured. It was reported that a cosmetic repair was needed due to worsening cosmetic driveline damage from the last visit (see MFR# 2916596-2025-04477). The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, and hmii lvas patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through analysis of the returned driveline segment as well as review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. It was reported that a cosmetic repair was needed due to worsening cosmetic driveline damage from the last visit (see (B)(4)). An onsite cosmetic driveline repair was performed on (B)(6) 2025. The entire external portion of the lead was replaced with no issues. Review of the submitted photos showed a portion of the external driveline. The outer jacket appeared to have damage and bunching in several areas. Additionally, some areas of the driveline appeared to be covered in tape. Several x-ray images were also submitted for review. The submitted x-rays indicated some potential wear on the external driveline. Approximately 19.0¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline was noted to have superficial damage that was wrapped with several layers of tape approximately 2" - 5.5", and 10" - 11" from the controller connector. The pins of the controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires revealed no damage to the wire insulation. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms associated with the driveline were captured. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. Incidental findings: kinking and twisting of the external driveline was noted. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, and hmii lvas patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.